Manufacturer narrative:
The pump was received with normal operating currents and passed the unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was unable to vibrate due to a broken vibrator black wire. No cosmetic damage noted during physical inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had vibrator anomaly. Customer's blood glucose at time of incident was 18mmol/l. Customer stated that the pump is vibrating anymore and he needs that feature to as he can't hear the beeps as he has a hearing problem. The customer was assisted to do a self-test and pump did not vibrate. The customer was advised that pump will be replaced.